Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that upon initial interrogation prior to implant the implantable cardioverter defibrillator (ICD)?ttery status displayed a gray bar. The ICD was not implanted. There was no patient involvement.